Manufacturer narrative:
Correction has been made to section h6 medical device problem code (a). This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the petal was used it was not cutting or stopping the bleeding. The loop bent due to no cutting and pushing against the tissue there was no delayed in the case. No harm to patient. There was no glow at all on the cutting loop. Cross reference complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: the investigation has clearly shown that the deformation of the items is not due to a production fault. The primary cause is related to transport conditions, where improper handling and insufficient protection during transit led to the damage. The device history records have been checked and found to be according to the specification, valid at the time of production. This event is filed under internal complaint ID (B)(4).